Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated mdrs #: 1225714-2013-013402.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on or about (B)(6), 2006 after the use of the product.